Manufacturer narrative:
Initially, the event reported was a hemostatic valve separation. The bwi product analysis lab received the device for evaluation and observed on 11/9/2020 that it was returned in the condition reported as the hemostatic valve was dislodged inside of the hub. The hemostatic valve issue remains assessed as MDR reportable. The device evaluation was completed on 11/9/2020. It was reported that a patient underwent a paroxysmal atrial fibrillation cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small where a hemostatic valve separation issue occurred. It was reported that the carto vizigo¿ 8.5f bi-directional guiding sheath - small valve was broken. There was bleed back coming from the valve of the sheath. The valve wasn¿t separated from the sheath. It was just not allowing the blood to stop from exiting. The sheath was used on the patient. No air entered the body. No intervention was required. The blood loss was minimal and the hemodynamics was stable. The sheath was exchanged and the issue was resolved. The case continued without further incident. The device was visually inspected, and the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. Always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed for the finished device 00001376 number, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. It appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provides additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small where a hemostatic valve separation issue occurred. It was reported that the carto vizigo¿ 8.5f bi-directional guiding sheath - small valve was broken. There was bleed back coming from the valve of the sheath. The sheath was exchanged and the issue was resolved. The case continued without further incident. They reported that the carto 3 system was working per specifications and the sheath was determined to be the root cause of the complaint. The valve wasn¿t separated from the sheath. It was just not allowing the blood to stop from exiting. The sheath was used on the patient. No air entered the body. No intervention was required. The blood loss was minimal and the hemodynamics was stable. The issue was assessed as a hemostatic valve separation issue.